Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient stated "I'm short of breath, my pulse is at 57, I thought my device was supposed to be set at 71." The device is still in use. No further patient complications have been reported as a result of this event.